Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified artery. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture detachment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Thirty-four unused sterile proglide devices with the same lot number, 41124k1, as the complaint device were returned for evaluation. Functional testing was performed on 13 of the 34 devices per testing plan and passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.